Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported mobile system blood glucose results of 64 mg/dl and 169 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return.